Manufacturer narrative:
The nurse reported that the central nurse's station (cns) would not boot back up after a generator test. It was discovered during troubleshooting that one or both of the hard disk drives (hdds) failed. They will attempt to restore raid and call back if the issue persists. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The nurse reported that the central nurse's station (cns) would not boot back up after a generator test.

Manufacturer narrative:
On (B)(6) 2018, nurse (B)(6) at (B)(6) reported the cns would not boot back up after a generator test. Service requested: troubleshooting/assistance. Service performed: nka ts instructed customer to swap the hdd 0 and hdd 1 to see if the cns would boot from the back up drive. Customer to have their it call back to restore raid 1 volume. Multiple follow up attempts were made to see if the hdd issue was resolved. No response from customer. Investigation result: the cns warranty began on 01/29/14, which is almost 4 years prior to the reported issue. Review of device sap history found no previously reported issues with the hdd. There was a reported issue the cns would not boot up after a generator test. Troubleshooting suspected issue to be with the cns's hdd. The hdd is susceptible to degradation from age, use, power, and other conditions at the facility. Performance of generator tests without use of a ups is likely to contribute to hdd degradation. Information on whether the cns was connected to a ups, along with age and condition of the ups, is not provided. The cns-6201a uses a dual hard drive system with a raid controller. This system provides redundancy on the hard drive to prevent data loss or system failure caused by a failed hard drive. It is important that the failed drive be replaced to prevent a complete system failure that would occur if both drives fail. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. Additionally, device will give an error message when hard disk drive error is detected, prompting user to replace hard disk drive: "hdd [port x] error" where x is either 0 or 1. Troubleshooting of the hdd and error message, along with the proper actions to take is addressed in the service manual. The service manual also provides steps on how to replace the hdd. Cns-6201a service manual advises that one hdd can be replaced without stopping of monitoring. Customer's maintenance information on this device is not available. A review of device history found no prior report of issues with the hdd or raid. Due to lack of customer response, additional information regarding the issue could not be obtained. The root cause is determined to be power failure from generator test and/or ups failure. Based on the given information, this issue is not suspected to be caused by deficient design. Corrected information: g4. Date received by manufacturer: should be 04/12/2018 not 05/08/2018 as listed on MDR initial report.

Event description:
The nurse reported that the central nurse's station (cns) would not boot back up after a generator test.